Manufacturer narrative:
Correction to section d. Suspect medical device4. Catalog # from 06c37-27 to 06c37-32 and UDI # from (B)(4) to (B)(4). A review of tickets determined that there is a non-statistical trend in complaint activity for architect anti-hcv lot 95367li00. Return testing was not completed as returns were not available. Sensitivity testing was performed with a retained kit of architect anti-hcv, lot 95367li00 with controls and two sensitivity panels (core only panel and ns3 only panel). The sensitivity panel values and positive control values met specifications. No false non-reactive results were obtained. Clinical sensitivity was evaluated by testing six commercially available seroconversion panels (zeptometrix hcv seroconversion panels hcv 6215, hcv 6216, hcv 6224, hcv 6225, hcv 9047 and hcv 9045), which were compared to historical architect anti-hcv test results provided by zeptometrix with lot 95367li00, which detected the same bleeds as reactive in comparison to historical data. The clinical sensitivity of lot 95376li00 was also evaluated by testing twenty commercially available seroconversion panels. The seroconversion panel results of lot 95367li00 were compared to architect anti-hcv reagent lot number 94020li00. The lot detected the same bleeds as reactive for the seroconversion panels in comparison to the architect anti-hcv reagent lot number 94020li00. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of labeling concluded that the issue is sufficiently addressed in the labeling. Based on the investigation no product deficiency was identified for architect anti-hcv lot 95367li00.

Manufacturer narrative:
Complete information for patient information: patient identifier: multiple = (B)(6). There is no additional patient information provided due to privacy issues. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product list 06c37, that has a similar us product distributed in the us, list 1l79.

Event description:
The customer reported (B)(6) architect anti-hcv results on four known (B)(6) patients when comparing two different lots of reagent. The results provided were: sid (B)(6): 94016li00 = (B)(6); 95367li00 = (B)(6). Sid (B)(6): with lot 94016li00 = (B)(6); lot 95637li00 = (B)(6). Sid (B)(6) = (B)(6). Sid (B)(6) = (B)(6). There was no reported impact to patient management.